Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event history log was reviewed and the reported issue was not duplicated at power up. The power up process was conducted and the reported "double beep" was duplicated at power up. The downstream sensor was faulty and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump displayed a "double beep no cassette" message. The issue was discovered during testing and there was no patient involvement.